Event description:
The customer reports that after returning from an ambulance run, the device was plugged into the auxilliary power supply for recharging. Allegedly, after several minutes, it was observed the device was burning and smoke was emanating from the area of the power supply connection. The device was immediately removed from service. The reporter confirmed there were no patients affected by the reported malfunction.